Manufacturer narrative:
(B)(4). Date sent: 9/30/2021. D4: batch # v9477l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed six conforming clips. The event described could not be confirmed as the device performed without any difficulties noted and with no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows a malformed clip on a white surface and near what appears to be plastic blister packaging. Based on the photo review the event described is confirmed, however no conclusion or root cause could be determined. In addition, the device was received for analysis. The analysis is in progress and has not yet been completed. Upon completion of investigation, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, a device was opened and a vessel was targeted. The applier jaw occluded the vessel and then they squeezed the trigger. No clip was found on the vessel. The surgeon re-positioned and fired again and again, but still no clips were formed. Surgeon took out the device from patient and fired on a sterile field and the clip was malformed with uneven clip legs. Eventually a new device was opened to continue the surgery. There was no delay, procedure was successfully completed, and there was no patient consequence.